Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication; stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via manufacturer representative regarding a patient who was receiving fentanyl [10 ,000mcg/ml] at a rate of 8000mcg/day via intrathecal drug delivery pump. The indications for use of the pump were failed back surgery syndrome and spinal pain. It was reported that the pump exhibited an unrecoverable motor stall and was subsequently replaced. The pump was placed at minimum rate. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue, but it was noted that the drug and concentration were off-label. It was not known if any diagnostics or troubleshooting had been performed, though the catheter was aspirated and found to be patent. At the time of report [(B)(6) 2016], the issue had resolved and there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.